Event description:
Biolitec rec'd a copy of a submitted MDR from FDA. The co, has not to this date rec'd a complaint from the initial reporter. The co had no indication that an injury had occurred or a problem had occurred. The co has made reasonable effort to check into this event, but no further info has been made available. We have attached a copy of the original MDR submitted to FDA.

Manufacturer narrative:
Biolitec rec'd a copy of a submitted MDR from FDA. The co has not to this date rec'd a complaint from the initial rptr. The co had no indication that the even occurred. The co has made reasonable effort to check into this event but no further info has been made available.